Event description:
Physician inserted catheter. Immediately after insertion, the physician flushed the catheter and realized that the catheter was leaking. Upon further observation, it was noted that the catheter had broken at the tub.

Manufacturer narrative:
The sample was received on 17 may 2007 and sent for decontamination. Attempts are being made to obtain additional information regarding this incident. Upon completion of the investigation, a supplemental report will be submitted.